Manufacturer narrative:
Code clarification: other - device not available for evaluation. The catheter is not available for return; a device evaluation could not be performed. (B)(4).

Event description:
It was reported that the catheter was replaced because "the catheter exits from the subdural space and come back to the pump pocket". This was discovered in a contrast procedure performed on (B)(6) 2013 to understand the path ot the drug being delivered. It was reported that this was due to implantation technique used. The catheter was replaced on (B)(6) 2013. There was no malfunction reported for the catheter.